Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the magnetic resonance imaging (MRI) tech was looking to see if she could still scan a pump patient who stated their pump was loose in fluid at the pocket site. The tech stated that the patient was going to have surgery to anchor pump down and remove fluid but did not say when. The tech had no further information about patient's situation. On (B)(6) 2024 (hcp): additional information received from the healthcare provider (hcp) indicated that the patient's podiatrist needed an MRI to determine status of osteomyelitis in the toe but was unable to get one, and they met with neurosurgeon, yesterday, who wanted patient to have the toe taken care of before scheduling pump revision. The patient had osteomyelitis in the 2nd toe of their right foot, so podiatrist ordered the MRI. The hcp stated they were at the MRI office 'last week, I think on (B)(6), and they saw the pump has a lot of fluid around it and it was not lying flat upon touching or palpitating or whatever. The healthcare provider told the caller that it is not safe to do an MRI if the pump is not anchored.' The hcp mentioned the patient had an MRI last november without an issue. It was also mentioned the last time the patient went in for a refill, the pump had 175ml of fluid drawn out of it and then it sat flat, but now it was floating and flipping and there was a big lump of fluid that accumulated around the pump. The hcp stated they used an abdominal binder to try to help the fluid but that 'didn't seem to work.' Patient had an appointment next wednesday with their doctor for a pump refill and inquired if the MRI could be done immediately after the refill because they draw fluid out at refills and then they could find the pump for the refill and the pump sits flat. The hcp stated 'the procedure went well last year. But all this fluid accumulates around it (pump) and it makes him miserable. The mdt [medtronic] one has worked great but he has the lump in his side.' Additionally, it was stated that the patient's doctor needed the patient to get an MRI to see status of chronic osteomyelitis - 'its chronic, not acute, because it was biopsied' after doing 'all the medical treatments' and antibiotics back in december, to see if the toe needed to be amputated or not, and if so, at what point. The hcp stated 'it's (the toe) was still abnormal and he's still having pain.' When agent inquired pump medications, patient stated 'sufentanil - 39mcg - no actually [their doctor] interrogated it yesterday at their appointment confirmed it was 38 mcg. He's had sufentanil for 10-12 years.